Event description:
It was reported that a user experienced repeated insulin cartridge leakage during setup and use, despite following the instructed filling and supply change steps, with multiple boxes affected and three cartridges replaced in one week. Customer care provided support that included remote troubleshooting and connection process for further assessment. Investigation of this case revealed no alerts or alarms and no evidence of user error based on the steps confirmed during the call, suggesting a potential product performance issue isolated to the cartridges. Symptoms included no reported adverse clinical effects. Outcomes included replacement of supplies without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending further evidence from user-provided documentation.